Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The armada 35 instruction for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the information provided, the balloon rupture was the result of procedural circumstances. It could not be determined if the balloon rupture was the result of interaction with the heavy lesion calcification, or if inflating the balloon above the rated burst pressure of 18 atmospheres caused the rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. An 5.0x120mm armada 35 balloon was prepped per the instructions for use (IFU) with no issues. The balloon ruptured at the third inflation at 21 atmospheres, previous two inflation's were reported as nominal inflations. It was noted the physician was aware of inflating device above rated burst pressure (rbp). A new unspecified balloon was used to successfully complete procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.